Event description:
It was reported that a patient was intended to be infused with heparin at 15ml per hour at 0300 with a 500ml bag, however it infused too quickly, and only activated one (1) time for delay. The delay function popped up three times. There was patient involvement but no harm. Additional information was reported to bd representatives during their site visit. It was reported that the nurse was in the patient room constantly to monitor the patient. Therefore, before the whole IV heparin bag was infused, the nurse noted the heparin was ¿dripping really fast¿ and stopped the infusion.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information : unique identifier (UDI) #, medical device serial #, device manufacture date, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that a patient was intended to be infused with heparin at 15ml per hour at 0300 with a 500ml bag, however it infused too quickly, and only activated one (1) time for delay. The delay function popped up three times. There was patient involvement but no harm. Additional information was reported to bd representatives during their site visit. It was reported that the nurse was in the patient room constantly to monitor the patient. Therefore, before the whole IV heparin bag was infused, the nurse noted the heparin was ¿dripping really fast¿ and stopped the infusion.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.